Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00074.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported via journal article that the patient had poor hip scores. Craniomedial radiolucency was seen, harris hip score post operatively at 1,2 and 5 year were 71, 57 and 68. No further information is available.